Manufacturer narrative:
This is a final report.

Event description:
Per the surgeon's report, this pt's device was explanted in 2004, due to a "skin flap problem". It has not been reported to cochlear whether the pt will be reimplanted.